Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was hospitalized. Data analysis showed the battery appeared to be depleting more quickly than expected, though current therapy delivery was unaffected. Device replacement was recommended. The ICD remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the ICD was explanted and replaced. No additional adverse patient effects were reported.